Event description:
It was further reported that at the time of the index procedure, the patient presented with silent ischemia. The 90% stenosed, 12 mm x 3.00 mm target lesion was an area of in-stent restenosis located in the proximal right coronary artery (rca). The lesion was treated with pre-dilatation and placement of a 3.00 x 12 mm taxus liberte stent without post-dilatation. Residual stenosis was 0% and timi-3 flow was maintained throughout the procedure. The patient was discharged the next day, without complications, on aspirin and clopidogrel bisulfate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that post a stenting treatment procedure, death occurred. A (B)(4) was implanted in an unknown lesion. (B)(6) 2012 - the patient went into cardiopulmonary arrest at home and was transferred to the user facility where the patient died. An autopsy revealed that cause of death was congestive heart failure.